Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a blank display. Customer stated their insulin pump was not damaged or exposed to moisture. The customer also stated their battery compartment was not damaged. Customer's blood glucose was 82 mg/dl. Troubleshooting was able to recover the customer's display. Customer's insulin pump also passed a selftest during troubleshooting. Customer was advised to monitor their insulin pump. No additional information provided.